Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was just getting a 0% downloaded screen when trying to load an image from picture archiving and communication system (pacs), disc, and universal serial bus (usb). Troubleshooting was performed by clearing the system of other exams, but there was no resolution. There was no patient involvement reported.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.